Manufacturer narrative:
Additional narrative: patient date of birth/age and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a procedure for an open reduction and internal fixation (orif) on the right olecranon was performed on (B)(6) 2017 where olecranon plate and screws were implanted. Post-operatively, patient healed and revision surgery was planned to remove the implants per patient request. During the planned removal surgery on (B)(6)2017, while the surgeon was using the screwdriver shaft he noticed that the end was stripped. Another screwdriver shaft was used, and the surgeon noted again that the second screwdriver shaft appear to be stripped but was still useable. A third screwdriver shaft was used, and it worked perfectly fine with no issues. There was no surgical delay as all the screwdriver shafts were readily available. Surgery was completed successfully and patient status was reported as stable. Concomitant device reported: screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft qc/t15. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part # 314.116, synthes lot number: 7525391, supplier lot number: 7525391: release to warehouse date: 28 jan 2014, manufactured by synthes monument: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. . A product investigation was performed. The returned stardrive screwdriver (part: 314.116, lot: 7525391, mfg: 28 jan 2014) was inspected at customer quality and the complaint of stripped was confirmed. The returned device was examined, and upon visual inspection, the distal tip was found to be worn and twisted. Replication is not applicable for this complaint condition. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive torque during screw insertion. Relevant drawings for the returned device were reviewed: top-level. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Dimensional analysis was not able to be completed due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.